Manufacturer narrative:
The information obtained is limited to the article. Requests for additional information were made but with no response to date. Postoperative pain is a known inherent risk of surgery. The instructions-for-use, supplied with the device identifies pain as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2017) is provided as a best estimate based on the information provided. Not returned.

Event description:
Per journal article published in international journal of abdominal wall and hernia surgery volume 5: ¿enhancing safety in ventral patch repair for umbilical hernia by utilizing a hybrid technique 2022; 5:129-34.¿ by: jhaveri r et al. 100 patients case study (42 male and 58 female patients). It was reported that, 31 patients had a past history of abdominal surgeries, of which 26 patients had an umbilical port inserted (port site hernia). Patients underwent umbilical hernia repair by utilizing hybrid technique implant of bard/davol ventralex st patch. The article identifies five patients diagnosed with postoperative pain and were discharged at 36¿48 hours. Patients were treated with medication. As such an MDR is reported to document the post-op complications.